Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It as reported, removal of catheter inserted in oncological patient since (B)(6) 2024, due to rupture between cm 4 and 5. While the catheter was being washed with serum after administration of IV treatment, it was noticed that liquid was coming out of the insertion point. The device was removed and a break between cm 4 and 5 was seen. The catheter was handled correctly and had already been in use for a month and was functioning. Additional information from customer 08/10/2024 the catheter had last been used 21 days before for cytostatic administration and at the time of the leak only a saline flush was being performed, administered with a 10 cc syringe. No serious injury, but he had to go through the process of a new intervention to fit another PICC (from another company).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter rupture was confirmed. The product returned for evaluation was one 4 fr sl powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a circumferentially aligned split was observed in the catheter tubing between the 4 cm and 5 cm depth markers. Adjacent to this split was a longitudinally aligned split. The circumferential split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. A measurement of the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It as reported, removal of catheter inserted in oncological patient since (B)(6) 2024, due to rupture between cm 4 and 5. While the catheter was being washed with serum after administration of IV treatment, it was noticed that liquid was coming out of the insertion point. The device was removed and a break between cm 4 and 5 was seen. The catheter was handled correctly and had already been in use for a month and was functioning. Additional information from customer 08/10/2024: the catheter had last been used 21 days before for cytostatic administration and at the time of the leak only a saline flush was being performed, administered with a 10 cc syringe. No serious injury, but he had to go through the process of a new intervention to fit another PICC (from another company). 10/29/2024 additional information was received for this event as part of a focus survey. The following additional detail was provided: it was reported the catheter total length was 37cm, dressed straight along the patient's arm, and used for oncology treatments. Leaking noted with visible hole. Site cleaned with 2% chorhexidine 70% isopropyl alcohol. 125 ml spray.